Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® plastic ppt molecular diagnostics tube there was an issue with erroneous results. It was stated ¿eleven samples of ppt tubes have hemolysis.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd vacutainer plastic ppt molecular diagnostics tube there was an issue with erroneous results. It was stated ¿eleven samples of ppt tubes have hemolysis.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd vacutainer plastic ppt molecular diagnostics tube there was an issue with erroneous results. It was stated ¿eleven samples of ppt tubes have hemolysis.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to hemolysis were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for hemolysis with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.